Manufacturer narrative:
The reported events of noise and helix damaged were confirmed. A complete lead was returned for analysis. Analysis found four full breach outer insulation degradations exposing the outer coil adjacent to the connector boot at 4.5, 4.7, 4.8, 4.9cm from the connector pin. The cause of the noise was due to the outer insulation degradation. The cause of damage helix is consistent with procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-14062. It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited failure to capture and r-wave amplitude variation and the right atrial lead exhibited far r oversensing. A lead revision was performed and during the lead revision one of the leads exhibited helix damage. The leads were explanted and replaced. The patient was in stable condition.